Event description:
Pt status post pdl implantation level l5 - s1 in 2008. Pt experienced pain through the lower back and legs returning to another surgeon. A second surgery was performed (B)(6) 2009 for posterior lock down with non-synthes pedicle screws for l5 to s1 due to a prodisc-l shift. Post operatively the pt continued to have pain. On (B)(6), 2012, it was discovered that a screw from the fusion procedure in 2009 was bent and partially in the spinal canal. A third surgery took place by another different surgeon on (B)(6) 2012, all hardware was removed, pt is to be fused both anterior and posterior at levels l4 to s1. This is 1 of 3 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was received.